Event description:
It was reported that the patient presented with an acute myocardial infarction. During the procedure, resistance was felt between a 3.5x15 rx xience prime stent delivery system (sds) and a non-abbott guiding catheter during both advancement and retraction. The rx xience prime sds was withdrawn from the guiding catheter and a 3.0mm size rx xience prime was able to be advanced in the same guiding catheter without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Guiding catheter/sheath selection. Evaluation summary: the device was returned for evaluation. The reported difficult to position/guiding catheter resistance was not confirmed using the appropriate sized guiding catheters. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: use guiding catheters of 5-french or larger. It is likely that any resistance noted during positioning and removal of the sds from the guiding catheter likely occurred because the guiding catheter used was the incorrect size with too small of an inner diameter. Based on the information reviewed, there is no indication of a product deficiency.